Event description:
It was reported that the large hem-o-lock clip applier instrument dropped clips on many tries during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis successfully loaded clips and clipped manually using the input wheels. Failure analysis observed that the instrument was broken at the proximal clevis to the main tube interface. The clevis was dislodged from the main tube as a result. The main tube had splintered at the proximal clevis to the main tube interface and was missing pieces. The evidence was inconclusive, but the breakage was likely due to overloading at the tip. The evidence was inconclusive, but damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.